Manufacturer narrative:
Button error alarm due to corroded keypad traces. Pump received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 198 mg/dl. Insulin pump would need to be replaced.